Manufacturer narrative:
(B)(4). The actual device in the reported incident has not been received yet for evaluation and the investigation is on going at this time. A follow up report will be submitted when the results become available.

Event description:
(B)(4).